Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report # 1627487-2014-12460. It was reported that the pt lost stimulation on the left side during the trial procedure. Reprogramming was tried to no avail. Images revealed the lead migrated. The pt did not experience effective stimulation with the right side lead. The trial was completed. It is unk if the pt will have a permanent implant at this time.